Manufacturer narrative:
The a1cx3 reagent lot number was 899287 with an expiration date of 31-dec-2026. The field service engineer (fse) adjusted, cleaned, and checked the ultrasonic mixer (usm), adjusted the piercer, the reagent probe, and the rinse water volume. A mechanism check and precision test results were acceptable. Since the service visit, the customer has had no further issues. The investigation is ongoing.

Event description:
The initial reporter questioned high results for multiple patient samples and qc for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on a cobas c 303 analytical unit. Discrepant results were provided for 2 patient samples. Patient 1 initial result was 6.8%. The repeat result was 6.0%. Patient 2 initial result was 6.5%. The repeat result was 5.4%. The samples were repeated as the initial results did not correspond to the patient¿s previous results.

Manufacturer narrative:
Since the field service engineer (fse) performed multiple service actions, the specific cause of the event could not be determined. The investigation determined that the service actions resolved the issue.